Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that lipids leaked from port 2 into the solution during use of an em2400 valve set. The issue was identified during fluid delivery at the pharmacy. There was no patient involvement and no operator injury reported. No additional information is available.

Manufacturer narrative:
H4: device manufactured between november 16, 2021 to november 17, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.